Event description:
It was reported that the patient faced infusion set issue with four sets on (B)(6) 2026 as the infusion set spring was not able to lock into place when pulling back the middle white piece of the insertion device during cocking the spring back into place. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.